Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56 serial #: (B)(4), description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the patient was experiencing pain at ipg site. The patient will undergo a revision procedure wherein the ipg and leads will be replaced and the battery will be stitch to the right side as opposed to the left side where it was presently placed.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure as there was too much scar tissue to implant a new lead. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at ipg site. The patient will undergo a revision procedure wherein the ipg and leads will be replaced and the battery will be stitch to the right side as opposed to the left side where it was presently placed.